Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the indeflator was able to apply 14 atmospheres of pressure, approximately seven times to a balloon dilatation catheter, but the indeflator was unable to pull negative pressure. The connection between the indeflator and the device was confirmed secure. The indeflator was replaced with another indeflator to complete the procedure. There were no adverse patient effects. No additional information was provided.